Event description:
During the investigation of a related alleged port leak, the op report attached was for a previous surgery and reported that another access port was explanted for a port leak, possibly needle puncture of tubing. Post operative diagnosis was during explant, doctor reported that saline was into the port and it showed "an obvious leak at the port itself" and no leakage noted from tubing.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided, the connector type is assumed to be a taper ii. The reporter of the complaint was asked to indicate the product serial number. The information has not yet been received by allergan. During the investigation of two other alleged events, allergan became aware of this event. See related medwatch reports # 2024601-2010-00772 and 2024601-2010-00612. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."